Manufacturer narrative:
Correction: h6 codes for product not returned.

Event description:
It was reported that the patient presented for follow up with a left ventricular lead that exhibited failure to capture. The lead was explanted and replaced. There were no patient consequences.